Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with implantation of a 3.5 x 18 mm xience v stent in the proximal left anterior descending (lad) artery. On (B)(6) 2014, the patient experienced tightness during exercise and was re-hospitalized. Coronary angiography was performed and 99% blockage was noted. Percutaneous coronary intervention was performed and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. There was no reported device malfunction. Stenosis and angina are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.